Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller, camera, video cable, and the power switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a situation in which the system entirely failed to display video. There are no reports of pt injury or death associated with this event.